Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges that the meter's printer started printing out all black labels and seemed to be burning. The green power light went out shortly afterwards.